Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the patient underwent successful mechanical thrombectomy procedure to remove a cardiogenic embolus at the left proximal m1- middle cerebral artery (mca) using the subject device. Complete revascularization of the left m1-mca was achieved with a thrombolysis in cerebral infarction (tici) score of 3. However, immediately after the procedure, an ischemic stroke occurred at the treatment area. Heparin and warfarin were given to the patient to treat the complication. The patient¿s condition improved at 90 day follow-up. The physician stated that the reported event was not related to the subject retrieval device.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Stroke is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that the patient underwent successful mechanical thrombectomy procedure to remove a cardiogenic embolus at the left proximal m1- middle cerebral artery (mca) using the subject device. Complete revascularization of the left m1-mca was achieved with a thrombolysis in cerebral infarction (tici) score of 3. However, immediately after the procedure, an ischemic stroke occurred at the treatment area. Heparin and warfarin were given to the patient to treat the complication. The patient's condition improved at 90 day follow-up. The physician stated that the reported event was not related to the subject retrieval device.